Manufacturer narrative:
Manufacturing review: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a history of right lower extremity dvt and multiple falls and was not a good candidate for anticoagulation; therefore, vena cava filter placement was indicated. The right common femoral vein was accessed with a micropuncture set under ultrasound guidance. A venacavogram demonstrated a normal ivc. The filter was successfully deployed in the infrarenal ivc without incident. Hemostasis was obtained by manual compression. The procedure was well tolerated without immediate complications. Approximately five weeks post filter deployment, the patient had been bedbound due to generalized weakness, had a loss of appetite with abdominal bloating and nausea and had recently been treated for a urinary tract infection. The patient was admitted to the hospital for workup and evaluation. A CT scan demonstrated bilateral pulmonary embolism and patchy consolidation. There were no acute abnormalities of the abdomen apart from a retroperitoneal liposarcoma. The patient was felt to have pneumonia by chest x-ray and was continued on supportive care. The patient was discharged on hospital day nine with stable respiratory status. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five weeks post filter deployment, a CT scan demonstrated bilateral pulmonary embolism. However, the relationship between the filter and pe was not provided in the medical records. Based on the medical records, it can be confirmed the patient had pe after filter implantation however the overall investigation is inconclusive as the filter's relationship to the pe is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis, - pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five weeks post vena cava filter deployment, during a hospitalization, a CT scan demonstrated bilateral pulmonary embolism and patchy consolidation. The patient was discharged on hospital day nine with stable respiratory status. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five weeks post vena cava filter deployment, during a hospitalization, a computed tomography scan demonstrated bilateral pulmonary embolism and patchy consolidation. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was discharged on hospital day nine with stable respiratory status.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post deployment, computed tomography of the chest showed bilateral pulmonary embolism. Around, one year later, the patient expired. The death summary note reported the final diagnosis as clostridioides difficile colitis and the preliminary cause of death as liposarcoma, sepsis due to clostridiodes difficile colitis, and acute blood loss anemia due to severe ulcerative esophagitis. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Pain. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.